Event description:
(B)(4). Essure exasurbated my already existing issues making me feel menopausal. I have had to miss lots of work and decrease my hours because I'm in so much pain before, during and after my periods. I've gained a lot of weight. I'm moody. I bleed excessively. I deal daily with fatigue and battle night sweats and hot flashes. Migraines were out of control as well. It's an on going battle since it was implanted. My doctors have all the data. Dr. (B)(6).